Event description:
Instrument canisters from case medical multiple lot numbers. Retention filter plates that hold filter in place in canisters spins freely. We are questioning the sterility of the pans and the instruments. The company has been brought in to inspect the pans and the retention filter plates and the reps from the company were alarmed at the frequency of spinning on the filter retention plates. We tested the spinning on new lids given to us by the company and we continued to find spinning of the filter retention plates. Staff tried to work with company reps with no change in severity of problem. We are questioning the sterility of the instruments which are placed in these canisters for reprocessing.